Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to repaired dreamstation auto CPAP. The patient alleged kidney disease. In addition, the patient also reported cancer. And high grade urothelial cell carcinoma. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In section d model number and catalog item identifier is updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to repaired dreamstation auto CPAP. The patient alleged kidney disease. In addition, the patient also reported cancer. And high grade urothelial cell carcinoma. Medical intervention was not specified by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was 2 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got corrected. In this report in box g: date received by mfg, in box h: eval method code, eval result code, conclusion code has been updated.